Event description:
It was reported that during a coronary drug eluting stenting treatment procedure a dissection and surgery occurred. The target lesion was located in the left anterior descending artery (lad). The vessel was predilated with a maverick balloon of unknown size. The physician then advanced a 2.75 x 24 mm taxus express2 drug eluting stent but was unable to cross the lesion. After removal of the stent a dissection was seen in the lad and the pt was taken to surgery.